Event description:
It was reported that when the arctic sun device equipment was powered on, alarm codes 60 and 64 are triggered, and the system was not operable. Per review of wo, no patient involvement. Per sample evaluation results received via task on 09jun2026, it was reported that the alarm 113 (reduced water temperature control) issue, seems like it was a chiller unit failed component.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller. During evaluation, alarm 113 appeared. Chiller assembly was replaced. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Based on the results of the investigation, no additional actions can be taken. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.